Manufacturer narrative:
Concomitant medical products: product ID: dtba1qq ICD, implanted: (B)(6) 2016, 6935m62 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lead was explanted and replaced. It was also reported due to the high threshold there was fast battery depletion on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.